Event description:
It was reported that during a primary surgery using the fast-fix, only one implant (t1) came out of the fast-fix. There is no second implant inside the fast-fix. The t that was already placed was not removed.the malfunction caused a delay shorter than 30 minutes. There was a backup device to complete the procedure with no patient injury.

Manufacturer narrative:
H10 b5: describe event or problem. H3, h6: per communications, the reported delay in the procedure did not result in any patient harm to the patient and the procedure completed with a backup device. Based on the information provided, no future harm is anticipated to this patient. Therefore, no further clinical/medical investigation is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. One 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was not returned for evaluation. Due to product unavailability at this time, evaluation was limited. Instruction for use documentation contains precautionary statements and recommendations for proper use of product. T1, t2 and suture are a separate sub-assembly packet which is then loaded into the needle track and sheathed. The clear sheath confines sub-assembly. The pack cannot be loaded into the needle track without both anchors present. The process could not be completed with the condition reported, since the steps hinge upon each other to complete. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. It is possible for both anchors to be inadvertently deployed into tissue simultaneously with visibility lost. Complaint history review for three previous years indicated similar allegations for the product family reported. Batch review was unattainable without a valid lot number reported. Engineering is made aware via complaint surveillance which continues to monitor rate of failure occurrence.

Event description:
It was reported that during surgery using the fast-fix, only one implant (t1) came out of the fast-fix. There is no second implant inside the fast-fix. The malfunction caused a delay shorter than 30 minutes. There was a backup device to complete the procedure with no patient injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.